Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that the device was received in good visual condition and with no cartridge present. The returned device was found to be non functional as the release button was noted to be damaged. The device was disassembled to verify the condition of the internal components and the release button was found broken, in addition the firing trigger teeth were found to be broken. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, there were no cutting and staples after firing. A new device was used to complete the procedure. The pt was fine.